Manufacturer narrative:
A review of the device batch history record was completed. Product batch 25e242 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. A review of complaints was completed and there were no additional complaints were reported for 25e242 or any issues noted. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. A review of the organisms identified from the cultures was completed, and we do not have a history of staphylococcus aureus in our process (bioburden/ environmental monitoring). A subject matter expert confirmed that this organism would not be a challenge to our sterilization process, and was most likely introduced during/after implantation. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
On the 10th postoperative day. Clinical: increasing redness and hardening in the area of a wound (one of three bypass wounds) with elevated inflammation parameters. Sonographic: perigraft behavior requiring revision. Intraoperative: yellowish-brownish cloudy thick secretion (consistency similar to beaten egg!).